Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a 14mm screw was delivered in a package labeled as a 16mm screw. This was discovered in a warehouse outside of the operating room; there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is not confirmed for one returned trinica screw for the failure of incorrect length. Medical records were not provided for review. Device evaluation: visual inspection revealed no signs of damage. A dimensional inspection was performed, which showed the device met specifications. The complaint is not confirmed. Potential cause root cause is not identified as no problem with the device was found. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a 14mm screw was delivered in a package labeled as a 16mm screw. This was discovered in a warehouse outside of the operating room; there was no patient involvement.